Event description:
Tech alleged that the stretcher head would not go down to the flat position. No pt impact.

Manufacturer narrative:
Tech checked the left gas cylinder and it is fine. Tech checked the right gas cylinder and it was not working. Tech replaced the right gas cylinder and the issue resolved.